Manufacturer narrative:
This issue was previously reported on MDR #1218950-2015-04722 as an mrx device issue. Further information from the distributor has indicated this is actually a fr2.

Event description:
It has been reported that the device is not passing its self tests.

Manufacturer narrative:
(B)(4). This issue was previously reported on MDR #1218950-2015-04722 as an mrx device issue. Further information from the distributor has indicated this is actually a fr2. MDR # 1218950-0215-04722 will be closed as a duplicate.

Event description:
It has been reported that the device is not passing its self tests.